Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a and excessive charring occurred around the catheter tip after ablation. The physician saw the char around electrode 3 and 4 after procedure. The physician considered the charring to be excessive and though it may cause stroke or silent stroke. Device evaluation details: according to pictures provided by the customer, char/thrombus clot was observed on the tip of the catheter. The customer complaint was confirmed based on the picture received. The device was then returned to johnson & johnson medtech (j&j medtech) for evaluation on 20-jan-2025. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. In addition, a microscopic inspection of the irrigation holes were performed but not occlusion was found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a and excessive charring occurred around the catheter tip after ablation. Initially, char was not considered to be MDR reportable. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. On 22-dec-2025, additional information was received indicating the physician saw the char around electrode 3 and 4 after procedure. The physician considered the charring to be excessive and though it may cause stroke or silent stroke. The system did not present any error messages and the physician/user see any product problem. There were no issues related to temperature and flow on the catheter and no abnormal parameter was noted. The correct catheter settings selected on the generator. The patient was anticoagulated. Based on this information received on 23-dec-2024, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).